Event description:
It was reported that the right ventricular lead polarity switched from bipolar to unipolar. The lead was functioning within normal limits bipolar and polarity was programmed back to bipolar. There was another lead polarity switch from bipolar to unipolar reported. The lead showed high impedance. The lead was reprogrammed back to bipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed high ventricular impedance/resistance. A ventricular lead warning was recorded on (B)(6) 2011. There was one high impedance pace noted after the lead warning.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed high ventricular impedance/resistance. A ventricular lead warning was recorded on (B)(6) 2011. There was one high impedance pace noted after the lead warning.

Event description:
It was reported that the right ventricular lead polarity switched from bipolar to unipolar. The lead was functioning within normal limits bipolar and polarity was programmed back to bipolar. The lead remains in use. No patient complications have been reported as a result of this event.